Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05599. It was reported the patient can longer increase stimulation since falling. An sjm representative attempted to troubleshoot the issue via reprogramming but ineffective stimulation could only be obtained. As a result, x-rays were taken but the results are unknown.